Event description:
It was reported that the implantable pacemaker intrinsic amplitude is out of range on this right atrial (ra) lead. There was intermittent atrial undersensing observed at the programmed sensitivity fixed 0.25mv (millivolts). It was also noted there has been a gradual increase in pacing impedance measurement over the past five months, all within range. The battery longevity is normal and the other lead measurements are satisfactory. Further review was recommended. At this time, the device and lead remain in service. No adverse patient effects were reported.